Manufacturer narrative:
An event of sticking leaflet, and difficulty rotating the valve after it was implanted was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device serial number was not provided, and therefore the device history record could not be reviewed. Based on the received information, the cause of the reported difficulty rotating the valve and sticking leaflet could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 19mm regent aortic valve was selected for an implant. During the procedure, it was found that valve was non-rotating & was not opening. The valve was inserted twice, but it fails to open & rotate. It is unknown if the device was replaced. The patient is stable.

Event description:
It was reported that on (B)(6) 2024, a 19mm regent aortic mhv was selected for an implant. During the procedure, it was found that valve was non-rotating & was not opening. The valve was inserted twice, but it fails to open & rotate. It is unknown if the device was replaced. The patient is stable.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.